Manufacturer narrative:
(B)(4).

Event description:
Covidien received a medsun report dated may, 2016 which described a new tracheotomy cuff was leaking. The physician at bedside to exchange trach with 8 shiley. Cuff checked before placement. After placement cuff inflates and immediately deflated. Got another to replace this one. Checked cuff again on 3rd shiley before placement. Placed 8 shiley inflated cuff, trach ties applied to secure trach. Patient had bleeding and swelling. Next day swelling much improved. No permanent harm. The second tube is referenced on our report 2936999-2016-00429.